Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: 7 mm zimmer tm-s trabecular metal cage. Medical product: primagen chips allograft. Medical product: biomet max and anterior cervical plate. Medical product: 4. X 14 mm fixed angle screws. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing skin irritation from the 72r electrodes. The patient stated the skin is itchy and red with little bumps and blisters. The electrodes were changed and rotated them every day. The patient used the cover patches. The area is clean with soap and warm water and wiped neck with witch hazel after the shower. The patient does not have sensitive skin. The patient does not have any allergies. The patient takes blood pressure medication. The patient was advised by her doctor to use hydrocortisone cream. The 72r electrodes were taken off yesterday. Zimmer biomet sent replacement 63b electrodes to the patient. It was reported that no further information is available.